Event description:
It was reported that while synching the suture of the implants after firing in the meniscus, the implant could not hold into the meniscus and came out. No patient injury or significant delay were reported. Back up device was available.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows no ts or sutures remain on the insertion needle or were returned for examination. The depth limiter is damaged along its length. Per the devices instructions for use "pathological conditions in the soft tissue that would prevent secure fixation of the device is considered a contraindication". This investigation could not identify any evidence of product contribution to the reported complaint.